Manufacturer narrative:
Missing lot information has been requested from the complainant. The complainant indicated the lot number information was not available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 5.5 months after the dental implant and abutment were placed in the mouth, the implant did not integrate. The site was grafted. Clinician reports patient had pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Missing lot information has been requested from the complainant. The complainant indicated the lot number information was not available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 5.5 months after the dental implant and abutment were placed in the mouth, the implant did not integrate. The site was grafted. Clinician reports patient had pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.